Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained tachycardia and increased counts to the sensing integrity counter (sic). It was noted that agonal rhythm and undersensing of the lead were suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.